Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right atrial (ra) lead had infection. Reportedly, the patient was scheduled to have an extraction but refused the procedure. The patient was discharged to a nursing home on chronic antibiotic therapy. There were no additional adverse patient effects reported. All available information indicates that the ra lead remains in service.